Event description:
International affiliate reports that on (B)(6) 2013, l4/5 instrumentation was performed with a concorde bullet cage and viper spinal system for lumbar spinal canal stenosis. In the x-ray that was taken the next day, the cage was in proper position. However, after two days it was determined that the cage had backed out. Revision surgery was performed on (B)(6) 2013 due to cage back out.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Manufacturer narrative:
It was reported on (B)(6) 2013, that l4/5 instrumentation was done with concorde cage and viper system for lumber spinal canal stenosis. In the x-ray taken on next day, the device was not backed out. However, 2 days after, when the surgeon tried to make the patients get out of bed, it was confirmed that the cage was backed out. On (B)(6), the patient was revised due to cage back out. It was also noted that patient was a male (B)(6) years of age. Per the affiliate, the device is not available for evaluation. The device lot number is not known, therefore, without a lot number, a review of the device history record (DHR) cannot be conducted. A review of the complaint trend analysis found 1 related complaint for the concorde bul par 9x10x23 product code: 1878-23-110. Without a product sample we are unable to confirm the reported issue or identify the root cause. Therefore, in the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.